Event description:
It was reported that the patient had a hollister incorporated horizontal tube attachment device (htad) securing a vad driveline to the patient's skin. There was no other tape or device to secure the driveline. When the patient came to the clinic he noticed that the htad had snapped at the plastic anchor. A second htad which was then put on at the clinic by an rn also snapped in the same manner. There was no patient injury reported as a result.

Manufacturer narrative:
It is not known what contributed to the reported htad breaking. A review of data shows there are no trends relating to htad breakages. Further investigation will take place if the product is returned to hollister.